Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the site attempted to plug in a rad 40 blade, and all other instrumentation that was tracking properly turned red and required re-verification. The site then had trouble tracking all instrumentation. The site had to unplug and plug back in all instruments to the em instrument interface, then the system began working normally. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.0.1 ; product ID: 9735825 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were multiple noise errors seen on tools and the tool disconnected messages seen but also observed that verification succeeded messages. H6: b01, c19 and d14 apply to the system checkout. B17, c20 and d15 apply to concomitant product ID: 9735825. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.